Event description:
It was reported that the lead integrity alert (lia) on the device was triggered due to a fracture of the right ventricular lead. During the replacement procedure the new lead's helix would not extend. A different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device (B)(4) is in process; the results will be forwarded when available.

Event description:
It was reported that the lead integrity alert (lia) on the device was triggered due to a fracture of the right ventricular lead. The lead was removed. During the replacement procedure the new lead's helix would not extend. A different lead was used. The device was also removed at the time and returned due to an alleged performance issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism and sleevehead and there was a tip seal observation. Analysis of the device, (B)(4) the device was returned, analyzed and no anomalies were found.